Manufacturer narrative:
Internal complaint reference (B)(4). H11. H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after an arthroscopy, in which a bioinductive implant was used, after a revision surgery, the patient had an infection and persistence of pain and underwent a second revision surgery on (B)(6) 2025. It is unknown how the adverse event was treated. The implant was not explanted and a new implant was not implanted. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: b5: event description updated.

Event description:
It was reported that, after an arthroscopy, in which a bioinductive implant was used, after a revision surgery, the patient had an infection and persistence of pain and underwent a second revision surgery on (B)(6) 2025. It is unknown how the adverse event was treated. The implant was not explanted and a new implant was not implanted. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information on: b5. Corrected data on: h6 (clinical code & impact code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided the clinical root cause for the reported infection could not be linked to the s+n devices used. Infection is a known complication of any surgical procedure and is likely associated with the surgery. It is unable to rule out the patients¿ multiple surgeries as contributing factors. The patient impact is determined to be the reported revisions, and a brief post-operative recovery phase would be anticipated. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Event description:
It was reported that, after an arthroscopy, in which a bioinductive implant was used, after a revision surgery performed on (B)(6) 2025, the patient had an infection and persistence of pain, and underwent a second revision surgery on (B)(6) 2025. It is unknown how the adverse event was treated. The implant was not explanted and a new implant was not implanted. No further complications were reported.